Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ infusion clamp m25 was hard to connect. This occurred on 5 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: 5 pictures and 5 unused samples received. The clamp can be connected in the 5 samples. 5 pictures and 5 unused samples were received. The defect was confirmed as the cap did not close properly. Later, it was possible to close all the devices. In the pictures, the cap has a little tab to open/close the device. In picture it seems that the tab is shorter and therefore defective. However, it was only needed to raise it and m25 devices can be properly closed. The tab could be squashed during the first attempt of connection. Inspections and test infusion clamp m25 is manufacturing by nolato supplier. Inspections at incoming in (B)(6) facilities are done according to fr-112 (iso 2859-, simple sampling, normal inspection, level ii): it is checked the absence of burrs, the properly molding and the correct color. It must be without particles and dirt. The highness of the block closure (4,3mm + 0,2mm, - 0mm) and the closure length (5.2mm ± 0.1mm) is checked as well. The tab can be easily squashed due to its size, possibly during the attempts of connection. It is only needed to ¿open it¿ a little bit in order to connected properly.

Event description:
It was reported that bd¿ infusion clamp m25 was hard to connect. This occurred on 5 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.